Manufacturer narrative:
Device evaluated by manufacturer- visual and microscopic examination of the returned complaint device revealed a shaft break. The hypotube was broken 24cm distally from the catheter strain relief. Microscopic examination of the material surrounding the hypotube break and the tip and stent section of the device did not reveal any deficiencies that would have contributed to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, a shaft break occurred. The target lesion was located in the tortuous and calcified left anterior descending (lad) artery. The lesion was predilated with a 2.0x8mm apex balloon. Next a 24x2.5mm taxus liberte stent delivery system (sds) was advanced and the shaft broke while trying to cross the lesion. The physician removed both parts of the delivery system. The procedure was completed with a non-bsc sds. There were no patient complications and the patient's current condition is listed as "ok".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, a shaft break occurred. The target lesion was located in the tortuous and calcified left anterior descending (lad) artery. The lesion was predilated with a 2.0x8mm apex balloon. Next a 24x2.5mm taxus liberte stent delivery system (sds) was advanced and the shaft broke while trying to cross the lesion. The physician removed both parts of the delivery system. The procedure was completed with a non-bsc sds. There were no patient complications and the patient's current condition is listed as "ok".